Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Photo review: received photo shows an iol on a surface, the optic is damaged and is in three pieces. One haptic is broken torn and not observed. The other haptic is intact. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract removal and intraocular lens iol implant procedure, the posterior haptic element of the lens was found to be cut during implantation. The lens was explanted and replaced with an identical lens during the initial procedure, and the implantation was uneventful. The procedure was completed on the same day without any complications. Additional information has been requested.